Manufacturer narrative:
During the follow up, hearing care professional has reported that the patient was a new lyric4 user in the trial phase. The patient has been experiencing hearing fluctuations in the last few years even before device use. There is no indication that the current change in hearing is related to the use of the lyric4 device. We conclude that the reported event is likely related to the underlying health condition of the patient and not to the use of the device.

Manufacturer narrative:
Device is discarded. Therefore, device analysis is not available for analysis.

Event description:
Hcp has reported that a patient experienced reduced hearing in the left ear and tinnitus while using the device. The patient is expected to have an ent appointment at the end of november. Currently the device relatedness of the incident has not been confirmed. A follow up is ongoing to collect further information about the incident. This is an initial report. Follow up reports will be submitted upon availability of further information.